Event description:
It was reported that a balloon leak occurred. A 5.00 mm x 2.0 cm x 90 cm peripheral cutting balloon was chosen for the procedure. The device advanced smoothly; however, upon the first inflation, it began leaking contrast. An attempt was made to proceed with fistuloplasty, but a leak or hole in the balloon was identified. The device was successfully removed, and the procedure was completed using an alternative approach. No complications were reported, and the patient remained stable throughout the process.